Manufacturer narrative:
Device 3 of 15. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 3005778470.

Event description:
End user reports the blister pack paper is ripping as he opens the packaging to get to the catheter. No photos were provided. There was no harm reported.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Investigation: no photo or sample was received to this complaint. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production and sterilization process of the mentioned lot. This issue will be monitored through the post market product monitoring review process, sop-000741. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 3005778470.